Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One unk 3i screw was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing could not be performed since the product was not returned. Pre-existing condition and duration of placement were unknown due to limited information provided by the customer. However, devices were placed at tooth site #7 (universal). X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed as the item/lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history could not be performed as the item/lot number of the reported device was not available. Based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the product was not returned. H3 other text: device not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient presented with the abutment and crown in hand. Patient was not injured at all. Dr. Attempted to retighten the screw but was unable to get it to tighten properly. Dr. Believes there is no issue with the abutment itself and the screw possibly became worn or there is an issue with the internal aspect of the screw. Customer needs a titanium screw. Tooth #7. Doctor does not have record of item and lot number as it was restored years ago.